Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 501da22 valve implanted: 2010 (B)(6); biotronik-lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) when the non medtronic left ventricular (lv) lead and right ventricular (rv) lead were connected, electrocardiogram showed noise for rv lead bi. Impedance was measured several times, and only rv lead impedance showed high for both bi and tipcoil. After traction was checked, the connector was also checked. Reconnection was attempted several times, but it remained that the rv lead impedance was high without improvement. When rv lead impedance was measured by the analyzer, data measurements were stable/acceptable without reproduction of noise. The ICD was removed and replaced with another device, and the rv lead showed no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.